Manufacturer narrative:
The following fields have been updated due to corrected information: d.4. Medical device lot #: 9350245. D.4. Medical device expiration date: 2025-01-31. H.4. Device manufacture date: 2019-12-16. H.6. Investigation: customer returned three syringes with a pouch labeled for 0.5ml, 6mm, 31 gauge syringes from lot 9350245. Two of the returned syringes feature a broken needle. The needle is broken at the distal tip of the barrel in both instances. The needle may have been torqued to one side while in a vial. Accidental stresses on the needles during use may have been significant enough during for them to fracture. The remaining syringe featured its needle shield and hubs separated from its associated barrel. The hub has become lodged inside its shield. There is no damage to the connector at the distal tip of the barrel or the needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 9350245. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the needle breaking. Bd found that one of the three syringes returned had its needle hub separate from the distal tip of the barrel. Root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs needles were missing. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 324911 batch no: unknown 9350245. It was reported needles completely missing from 3 syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 9350245. Medical device expiration date: 2025-01-31. Device manufacture date: 2019-12-16. Investigation summary: customer returned three syringes with a pouch labeled for 0.5ml, 6mm, 31 gauge syringes from lot 9350245. Two of the returned syringes feature a broken needle. The needle is broken at the distal tip of the barrel in both instances. The needle may have been torqued to one side while in a vial. Accidental stresses on the needles during use may have been significant enough during for them to fracture. The remaining syringe featured its needle shield and hubs separated from its associated barrel. The hub has become lodged inside its shield. There is no damage to the connector at the distal tip of the barrel or the needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 9350245. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: bd was able to duplicate or confirm the indicated issue. Based on trend analysis, no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Root cause description: the root cause of the needles breaking may be accidentally torquing the syringe while inside of an associated vial, placing sufficient stress on the needles to break them. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs needles were missing. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 324911 batch no: unknown 9350245. It was reported needles completely missing from 3 syringes.